Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that patient received "an error with their cassette" and had to go through 3 infusion sets when they resolved alarm with a cassette and infusion site change. They also noticed their tubing was "clogged". Checked halo, confirmed patient received a line block alarm. There was no patient injury.